Event description:
It was reported the pt lost stimulation and communication with her ipg at least 1 month ago. Her ipg will no longer communicate with per programmer nor charger. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.